Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On 06/15/2025 it was reported that the patient experienced inaccurate values with a sensor which resulted in hospitalization. The patient utilized a tandem t:slim insulin pump. Although her memory of the event on (B)(6) 2025 was poor, she remembered ¿ending up in ICU¿ with diabetic ketoacidosis due to a cgm inaccuracy. No specific bg finger stick , cgm values, symptoms, treatment information, or other event details were remembered. No other event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.